Manufacturer narrative:
Sorin group (B)(4) manufactures the compactflo evo oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of (B)(4). The evo oxygenator is not distributed in the united states. However, the reservoir is the same as those distributed in the united states. Sorin group (B)(4) received a report that, after about 2 hours of bypass, the pressure at the oxygenator inlet increased suddenly and the pump stopped due to the high pressure. A clot was seen inside the reservoir. The device was changed out and the case proceeded without further issue. It was later reported that the patient died during the post-operative course. The presence of thrombus found during autopsy of the patient led to an allegation from the facility of a possible relation between the death of the patient and the high pressure issue that occurred during the case. The compactflo evo ph/m oxygenator was returned to sorin group (B)(4) for evaluation. Visual inspection of the returned product confirmed the presence of blood clotting in the reservoir outlet. It was noted that the external net of the filter was nearly clean without any sign of a potential presence of a clot. No mechanical obstructions, defective components or anomalous parts were found during autopsy of the unit and it was determined that the device was properly built in accordance with manufacturing specifications. Sorin group (B)(4) received no information from the facility that any clots were seen in the arterial line. The evo instructions for use, section e, clearly recommend the use of a filter in the arterial line in order to avoid the potential for delivering emboli to the patient. The instructions for use also required the use of anticoagulant to reduce the possibility of blood clotting. Sorin group (B)(4) has concluded that the device was not defective and was assembled properly. The root cause of the clotting cannot be determined. Episodes of extreme hemostasis can occur due to biological events related to the patient, medications and/or surgical contributions experienced during surgery.

Event description:
Sorin group (B)(4) received a report that, after about 2 hours of bypass, the pressure at the oxygenator inlet increased suddenly and the pump stopped due to the high pressure. A clot was seen inside the reservoir. The device was changed out and the case proceeded without further issue. It was later reported that the patient died during the post-operative course. The presence of thrombus found during autopsy of the patient led to the allegation of a possible relation between the death of the patient and the issue with the oxygenator/reservoir.